Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd iag bc pro global wing bl 22ga x 1.0in was leaking when flushed. The following information was provided by the initial reporter, translated from dutch to english: I received a report that the 22g insyte catheter was leaking when flushed with physiological water. This was observed at the level of the blue wings of the catheter and the 3-way valve. Leakage at the needle attachment.

Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint of a leak at the catheter adapter was confirmed; however, the root cause could not be determined. One 22g insyte autoguard IV catheter from lot #2336535 and one stopcock were provided for investigation. The catheter was received without the needle. A longitudinal crack was observed in the blue catheter adapter. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. No other similar complaints were reported from this lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.